Event description:
It was reported that an ilet insulin pump¿s touchscreen was cracked after the device reportedly fell from the user¿s bed, and the pump was no longer functional; the device was communicated as not watertight and was replaced, with instructions provided to shut down the unit and return it, and the user reported continuing diabetes therapy via mdi and using cgm independently. Symptoms included no reported changes in blood glucose. Outcomes included the need to replace the device and interruption of pump therapy. Investigation included collection of event details from the user and logistical arrangements for device return. Investigation of this case revealed physical damage limited to the touchscreen component with loss of function consistent with external mechanical impact, without indication of a device manufacturing defect. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.